Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: during testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. Investigators were unable to confirm or duplicate the original dim display complaint due to persistent blank screen. The pump cover was removed and no intermittent condition was found on the display circuit. Unrelated to the original complaint, a technical analysis revealed a slave processor firmware corruption failure indicating a software component failure. In addition, the keypad was noted to be peeling off but upon further inspection no contamination or damage was found to the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.